Event description:
During placement of a gastro/jujenal tube, the surgeon was using a radial jaw 3 single use biopsy forceps to advance the g-tube when it was noted that a small portion of the forceps tip (approx 2mm.) Had broken off. The forceps was removed. The stomach was visualized and irrigated, however the missing portion could not be located and was not identified on xrays. The surgeon completed the procedure. The broken product was saved and will be returned to boston scientific for their quality assurance (qa) process. ====================== health professional's impression======================appears to have broken during use====================== manufacturer response for biopsy forceps, radial jaw 3 biopsy forceps======================will review